Manufacturer narrative:
It was reported to abbott; a patient was scheduled for surgery to address lead migration. The surgery took place on (B)(6) 2020. Both leads were replaced without complications. The explanted leads were discarded. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report: 3006705815-2020-31998. It was reported that lead migration issue was observed. Both leads were explanted, and new leads were implanted. There were no complications during the procedure. Patient was stable.